Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure, aspirin (81mg) was administered. The patient underwent successful placement of a 20 mm watchman flx device with complete left atrial appendage (laa) seal and deployed device diameter of 17.0 mm. Post implant assessment revealed no pericardial effusion and no atrial septal shunt. On the following day, the patient was discharged on aspirin (81mg) and apixaban (5mg). Seven days post index procedure, the patient complained of shortness of breath. Two days later, in response to the event, a transthoracic echocardiogram (tte) was performed which revealed a pericardial effusion measuring 7.0 mm. However, no residual atrial septal shunt was noted. The patient was treated medically. On (B)(6) 2021, the patient was switched from apixaban (5mg) to clopidogrel (75mg). Dual anti-platelet therapy (dapt) treatment was deemed more appropriate for this patient. At the time of event, the subject was on aspirin (81mg) and apixaban (5mg). At the time of reporting, the outcome of the pericardial effusion was considered to be ongoing.

Event description:
Champion study. It was reported that a pericardial effusion occurred. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was performed. Prior to the index procedure, aspirin (81mg) was administered. The patient underwent successful placement of a 20 mm watchman flx device with complete left atrial appendage (laa) seal and deployed device diameter of 17.0 mm. Post implant assessment revealed no pericardial effusion and no atrial septal shunt. On the following day, the patient was discharged on aspirin (81mg) and apixaban (5mg). Seven days post index procedure, the patient complained of shortness of breath. Two days later, in response to the event, a transthoracic echocardiogram (tte) was performed which revealed a pericardial effusion measuring 7.0 mm. However, no residual atrial septal shunt was noted. The patient was treated medically. On (B)(6) 2021, the patient was switched from apixaban (5mg) to clopidogrel (75mg). Dual anti-platelet therapy (dapt) treatment was deemed more appropriate for this patient. At the time of event, the subject was on aspirin (81mg) and apixaban (5mg). At the time of reporting, the outcome of the pericardial effusion was considered to be ongoing. It was further reported that a transesophageal echocardiogram (tee) performed on (B)(6) 2022 for the four month follow up revealed a complete seal with no evidence of thrombus on the atrial facing surface of the watchman flx device and no evidence of pericardial effusion. However, left to right atrial septal shunt of size of less than or equal to 3mm was noted. Therefore, the event was considered to be resolved.